Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power supply to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not powering up. In this state the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient involvement reported with the event.

Manufacturer narrative:
Section b3 of the initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power supply to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section b3 of the initial medwatch report should indicate: stryker evaluated the device and verified the reported issue. The root cause of the device not powering on was traced to the w09 connector being disconnected from e08 of the power module at j41. The connector was reseated to resolve the issue. After completing other unrelated repairs, the device passed functional and performance testing and was returned to service at the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not powering up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.